Event description:
It was reported "the distal tube part with hole". No patient involvement reported.

Manufacturer narrative:
(B)(4). One piece of sample in a sealed package was returned for investigation. The pouch was opened and a visual inspection was conducted. There was no hole present on the tube as reported by the customer; however, it was observed that there is poor tip marking on the tube. There is a possibility that the customer has mistaken the poor tip marking as a hole on the tip of the tube. A device history record review was performed and no relevant findings were identified. The complaint has been confirmed. A CAPA was opened to address this issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the distal tube part with hole". No patient involvement reported.